Event description:
During a pci procedure, the balloon ruptured at 6 atm's. The number of inflations and atm's is unk. The lesion being treated was calcified and 99% stenotic lesion in the mid rca. No pt injuries or complications were reported. Pt status is listed as "good."